Event description:
The patient was reported as deceased by a family member. The caller indicated the patient died approximately eight days post implant of the ICD system and inquired if the device and lead were recalled. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful with both the physician office and the funeral home. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.